Event description:
During a therapeutic nephrostomy tube placement procedure, it was reported the radiopaque marker came off the sheath. The marker detached upon removing the sheath dilator from accessing the kidney. The patient had "tough skin" which had been accessed several times with difficulty. The band was removed using a snare and the procedure time was extended by forty minutes.